Event description:
It was reported that a vns pt had an infection at the generator site after vns implantation. No cultures were taken for the infection. The infection was caused by pt manipulation at the generator scar site. Review of device history record confirmed that the device was sterilized.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator, and lead prior to distribution.